Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.4 . Color: pink. Battery life remaining: <2 months . Customer reports: the inpen is not priming and leadscrew doesn't retract. Per visual inspection: no physical damage to injection foot or inpen was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 3/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The customer complaint of difficult rewinding his inpen or leadscrew anomaly could not be confirmed.

Event description:
Information received by medtronic indicated that the inpen was not priming and did not retract the screw. Customer stated that screw did not move when the button was pushed and no insulin was dispensed when the button was pushed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.